Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020, the date bsc was made aware of the event, as no event date was reported. (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported that an obtryx system - halo device was implanted into the patient during a procedure. According to the complainant, after the placement, the patient experienced minor vaginal bleeding and small granulation tissue. Subsequently, the patient had partial excision of the mesh. Reportedly, there was no pain and there were no other complications. Boston scientific has been unable to obtain additional information regarding the event and current status of the patient to date.